Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 286 mg/dl. The customer stated that when he tried to bolus the numbers continue to go up and not stop and when pushed the act button won't work. The troubleshooting was performed. The customer decline to replace the insulin pump at this time since he was able to bolus. The customer will call back with any further issues.